Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot/serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, lot/serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial/lot #: (B)(4), ubd: 31-oct-2020, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 24-aug-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was re ported that the ins was removed and replaced because the patient needed to use high dose programming to cover their pain and they would have to charge the ins for 5 hours every day and a half or so. The patient stated the ins would be so depleted that it would take hours to charge it enough to turn the stimulation back on. They stated it was very unreliable in that way which was why they had it replaced. They stated during the replacement surgery, the healthcare professional (hcp) broke the left lead when disconnecting it from the old ins. The hcp had to wake the patient up during the procedure and ask if it was okay to replace the lead at that time. The patient gave approval so the left lead was removed and replaced at that time. No further patient complications were reported as a result of this event.